Event description:
The genosyl cassette emptied rapidly. Per documentation, at 00:17 the cassette was 73% full and the delivery system was set at 20 ppm. At approximately 01:20, the bedside respiratory therapist asked for assistance from another therapist, as the patient was decompensating, and the genosyl nitric system was reading 1.9 ppm and alarming "low nitric delivery." When the second therapist arrived, the patient's spo2 was 72% and his hr was 150. The connections were checked and were secure at all points. The vent and jet connections were secure with no noticeable leak. The lines were not switched or disconnected at any point during the evening or during this event. After checking the connections, the therapist then attempted to raise the nitric oxide level by increasing the setting to 22 ppm (as suggested by a vero engineer, when called to troubleshoot a different/earlier issue). After approximately 30 seconds with no rise from the single digit ppm delivery range and persistent desaturation, the therapist activated the emergency standby console. The nitric level quickly rose to 20 ppm and stabilized. The patient's spo2 rose back into the 90% range. The patient received a dose of vecuronium after the incident. Once the patient was stabilized, the respiratory therapist took a picture of the event log. The device was removed, and manufacturer consulted. Only the vero biotech personnel can download the log, which was done, and we are awaiting a report on the cause. We have been told can take up to two weeks to get the results. Manufacturer response for nitric oxide delivery cassette, genosyl (per site reporter). Awaiting results.